Event description:
It was reported that during the implant procedure of a right ventricle leadless pacemaker (rvlp) that there was a clot stuck on the helix of the device. The rvlp was not used and the physician elected to complete the procedure with a different rvlp. The patient was stable following the procedure.